Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer requested that physio-control examine their device. Upon evaluation of the customer's device, physio observed that a service indicator was present as well as an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. Physio also observed that when attempting to put the device into AED mode that it would freeze. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a partially shorted capacitor, designator c160.